Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device needle. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "effects: no other adverse effects on patients."

Manufacturer narrative:
Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device needle. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "effects: no other adverse effects on patients."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device needle. This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: "effects: no other adverse effects on patients."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 16-jan-2023 . H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The returned samples was also observed to have a hooked needle point.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and hooked needle point. Bd has initiated further root cause investigation relating to the issues of foreign matter and hooked needle point through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.